Event description:
During a review of a (B) (6) male pt's download zoll lifecor customer support detected several "battery charger fault" flags associated with one of the pt's battery packs. The pt's suspect battery pack was replaced.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery charger fault flags was a broken white wire within the battery pack where the wire attaches to the pca. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.